Event description:
Our office in (B) (4) reported a female consumer experienced an ocular stinging sensation after using softmate disinfecting/neutralizing. The consumer used the first sheet of neutralizing tables without trouble.

Manufacturer narrative:
The sheet of the returned sample was checked for appearance. Results showed the foil had been damaged (bent, torn). The tablets were tested for catalase activity and found not to meet shelf life specs. Retained tablets from the same lot were analyzed and found to meet spec.